Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l70472, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the lead impedances were 35,000 ohms or greater. The lead was replaced, connected to the existing extension and impedances were retested from the implantable neurostimulator. The new configuration demonstrated normal impedances. The stimulation was turned on in the recovery room and the patient was able to feel stimulation as prior to the recent lead issue. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l70472, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that stimulation was not functioning at all. The patient was unable to feel stimulation regardless of programming and with stimulation increase to 10.5v. Therapy was not function/not effective and patient had less than 50% therapy relief in both legs. There were high impedances observed and this was "most likely" a lead or extension issue as they were 14 years old. It was "most likely not" an implantable neurostimulator (ins) issue as it was new but more troubleshooting would be done the day of surgery. Reprogramming was not necessary as there would be a revision (B)(6) 2014. Later, it was reported that there was high impedance of >40,000. The impedance testing from the ins revealed high impedances (1500-9500).it was noted 0-3, 1-2 had 25,000+ impedances and the lead was explanted and replaced. Diagnostics or troubleshooting included impedance testing, x-rays and reprogramming. The product issue was resolved. The cause of issue was not determined. The event occurred during normal use. The patient's status as of (B)(6) 2014 was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that stimulation was good post-operatively for one week after the implantable neurostimulator (ins) replacement. Then on (B)(6) 2014, the system ¿felt like it was short circuiting¿ and ¿stimulation was ping pronging around.¿ after that, the system shut off and there was no stimulation sensation. The patient tried turning it back on but felt no stimulation at 10.5v. The patient met with the csm on (B)(6) 2014 who checked impedances. However, the caller did not have any of that information. The manufacturer representative stated there was no reason to suspect any therapy concerns with the old device and therapy was reported as adequate. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.